Event description:
Customer reports that test strip drum rotates and would turn meter off while using the compact plus system. When customer inserted drum, after the drum rotated meter read "end." Drum was empty. Customer reports she woke up with low blood glucose symptoms and was unable to test. Customer's husband got her juice and assisted her to drink it. Customer felt better about 30 mins later. Customer was unable to self treat. A request was made for return of the suspect product and a replacement was sent.